Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that device failed therapy delivery test. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). The rse evaluated the device remotely. It was determined that the therapy delivery test was not successful due to which device was being slow. Rse confirmed that the problem with the processor pca. The processor pca (453564489071) was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.